Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedances and an increase in pacing thresholds. It was noted that the rv lead had a chronic low pacing impedance of 400 ohms which is considered to be within normal limits (wnl). No shocks or defibrillation threshold (dft) testing was reported. At this time, this rv lead remains in service. No adverse patient effects were reported.